Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.9ml from an expected delivery of 20.2ml. Delivery accuracy for this device requires delivery of within +/-1.2ml of the IV flow sheet. The pump history was downloaded at the manufacturing facility. The customer did not provide an event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. Review of the device history showed no unusual entries. (B) (4). (B) (4).

Event description:
The customer contact reported the device did not deliver. The device was returned to biomedical department with an unsigned note that stated, "not infusing." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the device alarmed for occlusion on line a. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.